Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was able to be used without problems at the first firing. At the second firing, the clip was not loaded even though the trigger was pulled. A new product was opened to complete the case. There was no patient injury.